Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27 mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 13 months post procedure the patient had a transesophageal echocardiogram (tee) performed. The imaging showed that there was a fluttering and flow in the middle of the implanted closure device. No other complications were reported to have occurred.